Manufacturer narrative:
The technician determined that the power cord has been wired incorrectly. The technician rewired the power cord, which resolved the issue. The device functions as designed. Pursuant to our response to warning letter 2008-dt-04, hill-rom is continuing its retrospective review of events for reportability. This effort will continue until we are current.

Event description:
The account alleges that the device has a loss of ground, caused by the power cord not wired correctly.